Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was able to reproduce the reported issue. To fix the issue, the stm replaced the fiber optic assembly, and the performed all functional and safety tests to factory specifications. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) presented a fiber optic error during use on a patient. The iabp was not able to read the fiber optics. There was no patient harm or adverse event reported.